Event description:
A report was received that during a revision the physician replaced patient's ipg due to fluid in the header. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.